Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the event was reported anonymously, we are not able to complete good faith efforts to obtain specific product information. As such the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. While the physician was pulling out the catheters, a nurse noticed a drop on the patient blood pressure and it was found that a pericardial effusion had occurred. A pericardiocentesis was performed to drain the fluid, and the patient's blood pressure and heart rate returned to normal. The patient was kept on the intensive care unit (ICU) for observation overnight. No further information was provided. The catheter is not expected to be returned for analysis as the event was reported anonymously.